Event description:
(B)(4) registry pt (B)(6): ae#1 (anemia requiring transfusion). Pt is a (B)(6) female who underwent cardiac surgery (B)(6) 2008. Pt had a history of peripheral arterial disease and coronary artery disease along with hypertension. On (B)(6) 2008, the pt underwent intervention for the completely occluded right fem-pop bypass, right popliteal and right common iliac arteries. Pt was given 108 of contrast and was hydrated peri and post procedural with normal saline. The intervention included pps x1 followed by thrombectomy x1 and balloon angioplasty x4 with final angiogram showing patency in all vessels. Post procedural, the pt's hgb dropped to 7.9 g/dl which also resulted in hypotension (bp 88/46). Pt was treated with one unit of packed rbcs and discharged on (B)(6) 2009 with complete resolution of the event. The physician identified the event as "possibly related" to the angiojet catheter, drug, procedure and other device. Noteworthy, the pt was only 7 days post cardiac surgery.

Manufacturer narrative:
Event consists of pt requiring one unit packed red blood cells (rbcs) due to a drop in hemoglobin (hgb) to 7.9 g/dl post angiojet therapy. The pt is a (B)(6) female with a history of peripheral arterial disease, coronary artery disease, and hypertension. In addition, the pt underwent cardiac surgery seven days prior to angiojet therapy. Seven days post cardiac surgery, the pt underwent intervention for a completely occluded right femoral-popliteal bypass, right popliteal and right common iliac arteries. The pt received 108 ml contrast and was hydrated peri and post procedural with normal saline. The pt hgb prior to the intervention was listed as 10.2. The intervention included power pulse spray x1 followed by angiojet thrombectomy x1 and balloon angioplasty x4. The final angiogram showed patency in all vessels. Post procedural, the pt's hgb dropped to 7.9 g/dl which resulted in hypotension (bp 88/46). The pt was treated with one unit of packed rbcs. The pt was discharged the following day (1-day post angiojet therapy) with complete resolution of the event. The attending physician determined that the event was "possibly related" to the angiojet device, drug, procedure and other device. Since the cause of the drop in hemoglobin is inconclusive, this event should be considered a reportable event. This is a (B)(4) registry adverse event; (B)(4) registry events are routinely tracked in the complaint system.